Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point could not determined the cause of the event.

Event description:
It was reported after the procedure completed, the physician felt something unusual while manipulating the guidewire. Upon removed the guidewire from the patient, the distal section of the guidewire was found fractured. No patient injury reported.